Event description:
Pt admitted for removal of fractured port. Dr attempted to remove from apex of the right ventricle unsuccessfully. The pt was taken to or for removal and the fractured port was removed without incident. Port inserted 11/13/95.